Manufacturer narrative:
H3: the customer complaint can be confirmed. The cpu pcb had a failure. Efi shell appear after every boot. H6: initially submitted codes fdm b17, fdr c20, fdc d16 <(>&<)> img g02030 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the event occurred during thyroidectomy procedure and the procedure was completed without the use of the nim system. The problem seemed to be related to high nervous activity in the patient but despite an increase in anesthesia unstimulated and random responses continued to be observed on the nim monitor. The system was tested with a patient simulator and no problems were found.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mainframe had continuous artifacts during operation. There was no patient impact related to the event.